Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure (batch no. 869757,12509147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acyclovir [aciclovir]. The patient's medical history included skin lesion, knee pain, joint hematoma, herpes simplex and heavy periods. Concomitant products included cyclobenzaprine hydrochloride (cyclobenzaprin), hydrocodone, hydrocodone bitartrate;paracetamol (norco), lorazepam, meloxicam, pregabalin (lyrica) and topiramate (topamax). On an unknown date, the patient started acyclovir [aciclovir] at an unspecified dose and frequency. In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe: mood changes") and loss of libido ("loss of libido"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced fibromyalgia ("autoimmune symptoms"), migraine ("migraine headaches"), pain ("chronic pain syndrome"), the first episode of myalgia ("myalgia"), myositis ("myositis"), dysmenorrhoea ("dysmenorrhea") and headache ("migraines / headaches"). In (B)(6) 2014, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), the second episode of myalgia ("muscle pain"), stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"), ovarian cyst ("other injury(ies) or complication (s): ovarian cysts"), pelvic discomfort ("pelvic discomfort") and anal incontinence ("sphincteric incontinence"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, dyspareunia, vaginal haemorrhage, menorrhagia, stress urinary incontinence, weight decreased and anal incontinence had resolved, the genital haemorrhage, migraine, abdominal distension, the last episode of myalgia, pain, myositis, dysmenorrhoea, mood altered, loss of libido, headache, vaginal discharge, ovarian cyst and pelvic discomfort outcome was unknown and the fatigue, anxiety and depression was resolving. The reporter considered abdominal distension, anal incontinence, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, mood altered, myositis, ovarian cyst, pain, pelvic discomfort, pelvic pain, stress urinary incontinence, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of myalgia and the second episode of myalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.238 kgs. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Lot number: 12509147, man date: 2011-11, exp date: 2014-09. Lot number: 869757, man date: 2011-06, exp date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive abnormal bleeding") and autoimmune disorder ("autoimmune symptoms") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), migraine ("migraine headaches"), fatigue ("fatigue"), abdominal distension ("bloating") and dyspareunia ("dyspareunia"). The patient was treated with surgery (surgery was scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, migraine, fatigue, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, migraine and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.